Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys prolactin assay (prl) on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample resulted as 33.28 ng/ml when tested on the e411 analyzer. The sample was sent to a second site, where it was tested using an unknown clia method, resulting as 18.03 ng/ml (reference range = 3.30 to 26.70 ng/ml for pre-menopause patients and 2.70 to 19.60 ng/ml for post menopause patients). The sample was sent to a third site, where it was tested using an unknown clia method, resulting as 25.30 ng/ml (reference range = 2.8 to 29.2 ng/ml). The second sample, from a female patient, resulted as 42.67 ng/ml when tested on the e411 analyzer. The sample was sent to a second site, where it was tested using an unknown clia method, resulting as 26.49 ng/ml (reference range = 3.30 to 26.70 ng/ml for pre-menopause patients and 2.70 to 19.60 ng/ml for post menopause patients). The sample was sent to a third site, where it was tested using an unknown clia method, resulting as 21.0 ng/ml (reference range = 2.8 to 29.2 ng/ml). No adverse events were alleged to have occurred with the patients. The e411 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested but not provided. The testing methods used at the other sites were unknown. Some methods may measure lower than the roche method. To rule out presence of macro-prolactin in samples with unexpected high results, product labeling instructs the customer to perform polyethylene glycol (peg) precipitation of the sample. The customer did not do this. The result discrepancy may be method related. It is unclear whether or not the results reflected the clinical status of the patients.